Event description:
It was reported there was a cassette malfunction and was not able to determine what was causing the problem. Advised patient to mix and attach a new cassette. The patient did so and is currently infusing with no problems. The patient has additional cassettes on hand, and does not need replacements dispensed. This is a continuous infusion. The event occurred while in use with the patient. The patient was able to successfully continue their infusion. Infusion is life-sustaining. The event was resolved. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number and UDI number are unknown, no information provided to date.

Event description:
Additional information received and attached by ICU medical on 22/jul/2022 via email: contact details updated. Patient details added.

Manufacturer narrative:
Additional event information was received.

Manufacturer narrative:
Event problem and evaluation codes: updates are not required. H10: no product was returned therefore, no visual or functional evaluation can be performed. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record DHR review could not be performed.